Event description:
Per the clinic, the patient experienced a lack of connection to the internal device. The processor was returned to the manufacturer for analysis, and replacement equipment was provided. No reports of patient injury are associated with event.

Manufacturer narrative:
(B)(4).